Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: product investigation results the returned accutrac 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 318.2 cm from the end of the connector to the end of the fiber body. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was distorted, indicating a fracture within the connector. The exposed glass tip measured 2 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. No other problems with the device were noted. The reported event was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire, and the fiber connector may be hot to touch. Based on review and analysis of all available information, the most probable cause assigned is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on november 23, 2021 that an accutrac laser fiber was used in a ureteral flexible lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a holmium laser console. During the procedure, when the physician plugged in the laser fiber, the interface was hot. There was no burn injury to the physician. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an accutrac 200 laser fiber was used in a ureteral flexible lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a holmium laser console. During the procedure, when the physician plugged in the laser fiber, the interface was hot. There was no burn injury to the physician. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.